Event description:
It was reported that the extensions and implantable neurostimulator (ins) were removed due to infection and new extensions and ins implanted. The current system integrity was reviewed and appeared good with the system appearing intact. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Lead model 3387s-40, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; lead model 3387s-40, serial # (B)(4), implanted: (B)(6) 2011, explanted: unknown; extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; extension model 37085-60, serial # (B)(4), implanted: (B)(6) 2011, explanted: (B)(6) 2011; programmer model 37642, serial # (B)(4).

Event description:
Additional information received reported that signs and symptoms of the infection included redness, swelling, pain and a changed mental status. The patient did not have meningitis. The primary location of the infection was the device pocket. A culture was obtained from the device pocket and tests were negative and therefore it was unknown what organism was cultured. The treatments instituted for the infection included IV antibiotics and oral antibiotics for six weeks. An infectious disease healthcare provider was involved with the case. Additionally, a partial device system explant was done (B)(6) 2011. A debilitated status was a risk factor that applied to the patient before the implantation of the device. The patient outcome was the infection resolved.